Manufacturer narrative:
Date of event: estimated date. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Literature attached: "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Event description:
It was reported through a clinical research study article that identified a (B)(6) female patient in which a closer device was used after a diagnostic coronary procedure at a 6f access site. The patient reportedly had acute arterial thrombosis with limb ischemia. Significant vasospam was seen during surgical intervention. Surgical thrombectomy was performed. There was no adverse patient sequela. Details are listed in the article, titled "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effects of thrombosis, ischemia, vasoconstriction and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attached: "iatrogenic vascular injuries from percutaneous vascular suturing devices"na - attachment: [article iatrogenic.pdf].